Event description:
It was reported that the patient went in for a routine refill, but the refilling nurse aspirated 60ml of fluid from the pump pocket site. A dye study was performed with an x-ray and it was seen that dye was surrounding the pump pocket. The patient was referred to a neurosurgeon and the pump was removed, but not replaced because the patient felt he must have already gone through the withdrawal symptoms and his pain wasn¿t out of control. The patient had experienced flu-like symptoms, headaches, and increased spasticity. It was also stated that the patient presented with nausea and diarrhea, but it was reportedly unclear if the symptoms were related to the withdrawal or a new prescription he was taking. When the pump pocket was opened, it was full of clear fluid. It was noted that the catheter connector was broken and not fully attached to the pump. Cerebrospinal fluid (csf) was dripping out of the catheter into the pump pocket. The spinal segment of the catheter was removed along with part of the pump segment. A portion of the catheter that was along the flank remained implanted because the surgeon could not pull it out. At the time of report, there was no patient injury. The device system was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the catheter found that the suture ring at the pump connector was broken. (B)(4).

Event description:
Additional information was received. It was reported that the cause of the surgeon¿s inability to pull the catheter segment, located along the flank, out was unknown.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# l73869, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.